Event description:
It was reported during implant procedure that the pacemaker was exhibiting noise through the atrial port. The generator was exchanged and the operation was completed successfully. There were no patient consequences.

Manufacturer narrative:
Correction: d6a should not have been inputted as this was an initial implant procedure.

Manufacturer narrative:
The reported event of signal noise and output anomalies was not confirmed. The device was received with normal outputs and normal leads impedance. Electrical and mechanical tests performed including output verification, crosstalk, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.